Event description:
In march 2003, the patient reportedly experienced an overly loud sensation followed by no sound. In march 2003, the patient was seen at the center for device evaluation. The decision was made to schedule explant surgery. The patient was reimplanted with another clarion device.